Manufacturer narrative:
Evaluation of the returned device found signs of wear and use on both the impactor shaft and inserter screw, which is where the fracture occurred and is the area under the most load. There is no evidence of product non-conformance. No other signs of damage were noted other than normal wear. Instrument was worn beyond useful life.

Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2014. While impacting the acetabular cup with the inserter handle, the threaded tip of the inserter fractured. The patient did not retain any fractured pieces and another inserter was available to complete the procedure without delay.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Initial reporter - unknown. Device availability - the device is reportedly available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow-up report will be sent to the FDA to provide results.